Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the run logs for the questioned samples were reviewed. The four runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505388 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505388 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 505388. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505388 and its components was performed, and did not identify any internal, or post-production use issues related to these lot numbers, and the reported issue. Complaint history review: the lot specific complaint history review performed at the time of the investigation for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505388 identified two additional complaints related to the reported issue. Both tickets were independently investigated concluding no product deficiency. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505388 was not identified. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer called stating that when running the realtime sars-cov-2 assay they had multiple samples which were called as positive, but repeated as negative. Upon first contact with the customer on june 9th, they discussed 5 samples, which were called positive by the realtime sars-cov-2 assay with the cycle threshold (CT) close to the cut off cycle (late amplification). When these positive samples were sent to another lab for retesting, they came back as negative. For the first three results, the customer released and reported the results as positive. For the last two results, after receiving the negative result from the other laboratory and after they checked the patient history, they decided to release and report as negative. It is known that for the inter-lab checking, the same sample is run on a realtime method but the detection kit they use is unknown. Customer also discussed an additional low positive result (with internal control flag) that they ran also on the viasure sars-cov-2 detection kit and generated a negative result. On june 16th through june 19th, discussions were had about additional suspect realtime sars-cov-2 assay results. In this case, suspect results were not reported outside the laboratory. Sample ID: (B)(6). This sample is for a pregnant woman, with scheduled caesarean. No prior contact with known covid-19 positive patients or travel. Covid-19 test was done as part of routine hospital admission. Initial result was positive, repeat result was not detected. A repeat 1:1 dilution of the initial and repeat samples were rerun and generated the same results respectively. Sample ID: (B)(6): initial result was detected, but not detected on repeat. A new swab from the sample patient was also sent to reference lab, and was not detected (method of naat used unknown). Sample ID: (B)(6): initial result was detected, repeat result was not detected. A repeat 1:1 dilution of the initial detected sample also generated a not detected result. Patient is a hospital worker who contacted pregnant woman sample id70000001330 case above. Sample ID: (B)(6): initial result was detected, repeat result was not detected. A repeat 1:1 dilution of the initial detected sample also generated a not detected result. Customer performed a run with 24 blank samples, to ensure that there are no "spontaneous" positive samples. All the blank samples were not detected. Additionally, customer has performed lab contamination check, which came out all not detected. The customer was not confident about reporting positive samples, so they were referred to another lab. There has been no report of impact to patient management. Discussions were had with the customer that in these cases, the cause of the discrepant results may be due to a low viral load, where variation can typically be seen as an artefact of pcr. The customer's concerns were addressed by repeating positive samples which appear to have weak application or a late CT. They then take into account the first, and repeat test result and clinical presentation of the patient before releasing result. The customer understands that pcr can have variation at low viral load end, and this is what may be observed here. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.